Event description:
It was reported to boston scientific corporation that ten days following implantation of a pinnacle anterior/apical pelvic floor repair kit, the patient presented with mesh exposure associated with vaginal infection. The patient was treated with antibiotics and topical oestrogen (specifics unknown). Twelve weeks following the procedure, an unknown amount of the mesh was excised. The patient experienced voiding dysfunction and underwent prolonged suprapubic catherization for 90 days. Reportedly, the "trial of void" was delayed due to a coincidental cervical spine fracture during the catherization period. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)